Manufacturer narrative:
The local area field representative was contacted for additional information. At this time, no further information is available. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this tachy device emitted tones and recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. This tachy device was explanted. No additional adverse patient effects were reported.